Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a right common femoral artery (rcfa) after an interventional procedure. Reportedly, all the deployment steps were completed uneventfully, however moderate arterial bleeding was still observed at the access site. Manual compression was held for 10 minutes followed by the use of a non-abbott device. There were no adverse patient effects. The rcfa was described as scarred at the access site. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. To help ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. It should be noted that the reported presence of scarring at the access site may have contributed to the experienced event, but cannot be confirmed. A review of the lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined.